Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver charge and boot was performed and passed. The received download data log was reviewed and no firmware errors were found but a 3 hour gap was observed on the issue date. A final functional test was performed and passed with no deficiency. A calibration and pairing test was performed and passed. Internal visual inspection was performed and there were no observations found related to the customer complaint. The root cause for loss of connection could not be determined. Reported defect not found with the receiver.